Manufacturer narrative:
The customer instrument did not have any electronic remote access for immucor technical support to assess the instrument testing.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative well result when using anti-a (murine monoclonal) series 1 on a galileo echo instrument, which led to an abo mistype.